Event description:
Boston scientific received info that this implantable right atrial (ra) lead had dislodged. An invasive procedure was performed to reposition the lead and upon examination, tissue was observed to be imbedded in the helix. This lead was explanted and a new ra lead was successfully implanted without further incident. No add'l pt effects were reported.